Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2011, the patient was pre-operatively diagnosed with adjacent level lumbar stenosis and instability and underwent the following procedure: removal of instrumentation, assessment of fusion, l4-5 laminectomy, l4-5 foraminotomies, medial facetectomies of l4-5, l4-5 pedicle screw instrumentation, and posterolateral arthrodesis using local bone autograft, allograft, and rhbmp-2/acs. No complications were reported as a result of the event.